Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte autoguard catheter was damaged. The following information was provided by the initial reporter, translated from spanish to english: 'patient with medical order for canalization, puncture is performed with catheter # 24, which shows that he is in vein but no return is obtained, the catheter is removed and which appears to be defective" required info received 09jan2024: 'continuing with the solution of the case "patient with medical order for cannulation, puncture is performed with catheter # 24, where it is evidenced that it is in vein but no return is obtained, the catheter is removed which is evidenced defective.'

Event description:
Additional information from customer: there was no harm to the patient. There was no permanent harm to the patient. No surgical intervention was necessary. The catheter came in contact with blood. No other in particular.

Manufacturer narrative:
Investigation results: the complaint of a damaged catheter was confirmed from the two photographs that were provided for investigation. The needle was protruding through the catheter near the tip. The root cause could not be determined from the photographs. It was reported that the damage was noted during the insertion process. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.